Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: unknown nexgen femoral component catalog # unknown lot # unknown. Unknown nexgen tibial component catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. Multiple MDR reports were filled for this event: 0001822565-2018-02124, 0001822565-2018-02130. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient needs revision due to pain, loosening and swelling.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.